Event description:
Reporter called stating she had received the er1 message when first learning to use meter. Control solution tests were within range. Comparison to color chart was within range. Reporter also stated that about six months ago she did experience the er1 message a few times when her blood glucose was high. At that time the reporter retested and received another high reading. Reporter was on oral medication but did not treat herself. Reporter further stated she has not used the meter for over three months "because my sugar was under control". Then the reporter just recently, within the past week, was hospitalized due to high blood glucose levels. Reporter has been put on insulin and is to use the meter 3-4 times daily.